Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and under sensing. Chest x-ray revealed the lead had dislodged. No intervention or patient symptoms were reported. The patient was stable.